Manufacturer narrative:
Concomitant medical products: 694865, implanted: (B)(6) 2006. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine replacement of the device the patient's right ventricular (rv) lead had high impedance after the suture was closed. The physician went back on and reconnected the superior vena cava (svc) coil and right ventricular (rv) coil and the impedances were normal. Later the patient came to the hospital with a alarm and impedances on the rv lead were high again with a possible fracture. The left ventricular (lv) lead also had no capture at maximum output. The rv lead was reconnected again and remains in use. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.